Event description:
Philips received a complaint by the customer on the v60, indicating that the backup alarm had failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the backup alarm had failed. The unit was sent to bench repair for evaluation. Bench repair was unable to duplicate or replicate the "backup alarm failed" message. Bench repair was also unable to find "backup alarm failed" or "primary alarm failed" errors in event log. The issue of "backup alarm failed" or "primary alarm failed" was unable to be duplicated or replicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Multiple attempts have been made on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.